Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reoperation is scheduled due to reported rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture discovered during mammogram. Device remains implanted.

Event description:
Healthcare professional reported left side rupture discovered during mammogram. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, broken shell, and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified smooth broken edge on anterior due to smooth opening, sharp crease edge on radius assessed as fold flaw opening, striated edge on radius due to surgical damage, stress marks, and wear abrasion. Based on the device analysis the final assessment was a smooth broken edge on anterior due to smooth opening, sharp crease edge on radius assessed as fold flaw opening, striated edge on radius due to surgical damage, and missing shell assessed as inconclusive.